Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 60mm abdominal aortic aneurysm. It was reported that during the index procedure an endurant iis bifurcate and endurant ii limb were implanted according to protocol. The stent grafts were post dilated with a reliant balloon. During the final angio an endoleak was seen at the level of the flow divider presumed to be a type iii endoleak. On the same angio it appeared that a stent seemed to "pop out" to lateral, just at the level of the flow divider marker, most likely a stent graft rupture/type iii endoleak. The physician decided to place 2 etlw1616c82ee into the esbf and placed them just above the level of the stent graft bifurcation in a attempt to close the "gap". After this the endoleak looked completely or almost completely disappeared. The cause of the endoleak is undetermined. No additional sequelae were reported and the patients will be monitored. .

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1616c82ee, serial/lot #: (B)(6), ubd: 24-jan-2025, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to d10: other medical products in use during the event include: brand name: endurant ii limb, product ID: etlw1616c82ee, (serial: (B)(6)) implant date: (B)(6) 2023. Additional information: it was confirmed that the type iii endoleak was observed only in the main body bifurcate, at the level of the flow divider. It was confirmed the type iii endoleak was a tear of the fabric at the level of the stent "popping out'. After relining with the stent graft limb, the endoleak appeared totally or almost totally resolved. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported endoleak was confirmed on the films provided; however, the cause and subtype of endoleak could not be conclusively determined. Endoleak interrogation via selective angiograms (injecting contrast from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, making determination of the endoleak difficult. It is possible that this was a type iiib fabric endoleak. Although this type of endoleak is less likely to occur at index, there is a possibility that stretching of the stent fabric near the observed gap could potentially lead to fabric damage and graft rupture. Equally, this could have been a type IV endoleak due to fabric porosity, which could have been exacerbated by fabric stretching in the gap area. The observed gap in the stent graft appeared to result from the discrepancy in aortic diameter , aligning with the transition in between the infrarenal aortic neck and the aneurysm sac. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.